Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012693141 was returned and analyzed. Visual inspection was carried out. The catheter was received with the shaft broken at the distal end of the handle. The slide function operated as expected, and the shape of the capture device showed no unusual features or abnormalities. Catheter to test catheter interface cable (cic) connection evaluation. The catheter was securely connected to a test catheter interface cable (cic) without any resistance, with both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control mechanism functioned as intended with no observed issues. The steering mechanism was normal, with the distal catheter tip rotating approximately 170° in both directions. When the slide control was fully advanced to extend the guidewire lumen, no kinks were observed along the extended portion, confirming proper alignment and functionality of the steering and slide mechanisms. Catheter identif ication and ablation. The catheter was reprogrammed and connected to the generator using a test catheter interface cable (cic). However, an error (error 2000) occurred during the procedure, indicating an issue related to catheter electrical current. Hipot and electrical continuity testing was performed. Hipot testing verified the integrity of the electrode wire insulation, and electrical continuity testing confirmed that all electrode wires were intact with no detachment or breakage. X-ray imaging revealed that the electrode wires were entangled inside the handle near its distal end. Additionally, it confirmed that the shaft was broken at the distal tip of the handle. Further dissection of the returned catheter revealed that the electrode wires inside the shaft were charred and exhibited insulation damage. A kink was also observed on one of the electrode wires. In conclusion, the catheter failed the return product inspection due to electrode wire insulation damage, broken shaft at the handle distal end, charred and kinked electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, noise was noticed on the electrogram for electrode nine. Troubleshooting steps included disconnection and reconnection of all cables (catheter interface cable, pin box, electrogram cable), double-checking the system set-up on the recording and mapping systems, replacement of the electrogram cable, and replacement of the catheter interface cable. These actions did not resolve the issue. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.